Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was dropping and when she was getting ready to eat lunch, her blood glucose was 47 mg/dl. Customer calibrated since it was lunch time. Customer stated that it must've gone to threshold suspend. Customer stated that she sees a black solid dot. Customer stated that she feels okay. Customer stated that her low blood glucose was due to more activity. Customer was assisted with restarting her basal rates. Customer declined troubleshooting for low blood glucose reading.